Event description:
Bellafill was injected into my smile lines by dr (B)(6). Without consent for permanent filler, dr. (B)(6) gave bellafill , artefill around mouth to correct minuette lines from 2013- 2018. In 2018, hard granulomas were protruding all around mouth. Dr. (B)(6) said they looked good. Finally, beginning in 2021 I have gone all over country trying to get rid of hard disfiguring granulomas. I am repeatedly told 57% of women are going to plastic surgeons and dermatologist to remove. My face is totally disfigured by these granulomas in my face. It's 2024 and no one will help. It's awful that you approved this cement. Your statistics are wrong. It's 57% of women with granulomas. All fillers in face last a lifetime!! Suneveda the manufacturer refuses to advise. In fact, they ghost me and only review my link end profile. I have paid oral surgeons, dermatologist and board certified face plastic surgeons and no one will help. After finding, dr. (B)(6) who became aware of nodules in 2018, he says sorry try doctor in (B)(6). Haha. I can't afford to fly from (B)(6) for multiple visits for trial treatment by dr (B)(6) - google removal bellafill nodules. Join dozens of facebook groups with 10,000 plus members like botched facial filler. I am requesting your help. My email is (B)(6). Please advise me how to correct. I am requesting information on board certified cosmetic dermatologist or face plastic surgeon near (B)(6). Who can at reduce size of facial granulomas. I am unable to go out in public due to facial disfigurement.